Manufacturer narrative:
Analysis of the log files shows a raid (redundant array of independent disks) failure on the database disk. It was also noted that there were multiple "did 0" entries which would result in blanking the demographics at the ics. Slow connections and multiple remote control failures were noted which points to hospital network issues. A wireless capture was requested as well as multiple attempts for additional information regarding service repair; however, no response was received. Therefore, root cause could not be determined.

Event description:
On (B)(6) 2020 - it was reported that intermittently, the m300 will show the parameters m300 however they will stop transmitting to the ics and when this occurs they are not able to see the waveforms at the ics. Also, when this happens the standby & discharge buttons are greyed out at the ics. This is not reportable based on the following: there was no report that reasonably suggests that a draeger medical device caused or contributed to a death or serious injury. There was an alleged report of a malfunction, but if there was a recurrence, this malfunction would not be likely to cause or contribute to a death or serious injury. No adverse patient impact was reported. The ics will alert the user with a medium grade alarm that the m300 is offline. The m300 continues to monitor the patient, the volume will go to 100% while offline. On 26jan 2021 - new information was received stating that no offline message was displayed at the ics.

Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.

Event description:
On (B)(6) 2020, it was reported that intermittently, the m300 will show the parameters m300 however they will stop transmitting to the ics and when this occurs they are not able to see the waveforms at the ics. Also, when this happens the standby & discharge buttons are greyed out at the ics. This is not reportable based on the following: there was no report that reasonably suggests that a draeger medical device caused or contributed to a death or serious injury. There was an alleged report of a malfunction, but if there was a recurrence, this malfunction would not be likely to cause or contribute to a death or serious injury. No adverse patient impact was reported. The ics will alert the user with a medium grade alarm that the m300 is offline. The m300 continues to monitor the patient, the volume will go to 100% while offline. On 26jan2021, new information was received stating that no offline message was displayed at the ics.